Manufacturer narrative:
Information regarding section d2 suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from section e3 occupation: non-healthcare professional. Information regarding section g5. Den170015 investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no returned catheters), therefore a complete evaluation was not possible. The red activation knob was engaged and the ¿on/off¿ switch was on. When tested as returned, the device let out no powder, but made some hissing noises. When the red activation handle was removed, a lot of carbon dioxide remained in the cartridge. The carbon dioxide cartridge was fully punctured. The lance looked displaced after the activation knob and carbon dioxide cartridge were removed. The device was going to be functionally tested, but the lance did not puncture the new carbon dioxide cartridge because it had become tilted inside the regulator. Upon closer inspection, it was noticed that the o-ring was torn. After looking at the pictures, it was noted that the o-ring was already broken when the device was deactivated. It is unknown when and how the o-ring could have become torn. The inspection of the carbon dioxide cartridge confirmed the device was of the post-CAPA design. The lance height was not verified with a tool since the lance was displaced. The device was disassembled and the tubes were disconnected for removal of the powder. Clumps of green powder were found in the tube between the on/off switch and low-pressure valve. The clumps appear dark green in natural light. A small amount of powder was observed in the tube between the powder chamber and low-pressure valve. Powder inside the tube leading from the powder chamber to the small gray low-pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. The low-pressure valve was disassembled and no powder was found inside. A visual of the hole in the bottom of the powder chamber showed it to be clear. There was clumped powder found inside the large cannula that goes into the powder chamber. There were also some small clumps of powder stuck to the inside of the nozzle which connects to the tubing leading to the on/off switch. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Although the lance position was slightly displaced and the o-ring was broken, it is not the root cause of the device being internally clogged. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because the catheters were not returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use states the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the possible lot numbers said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. [There was] no deployment of powder. Hemospray would not work after multiple tries and following the instructions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA/510(k) den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. [There was] no deployment of powder. Hemospray would not work after multiple tries and following the instructions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.